Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8781 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2024; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving compounded baclofen (1250 mcg/ml at 519 mcg/day) via an implantable pump for intractable spasticity. It was reported that the patient went in for pump refill on (B)(6) 2025 and the healthcare provider (hcp) noticed there was more drug in pump than expected. It was unknown if external factors were involved. They attempted a dye study but it was unsuccessful and they were unable to aspirate. The patient was told to go to the emergency room for an evaluation of the pump. A catheter revision occurred the connector segment was replaced with a new 8784 sutureless pump connector. It was aspirated and the dye study was successful. The issue was resolved.